Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID# 2134265-2016-06935, 2134265-2016-06934, 2134265-2016-06931, 2134265-2016-06932, and 2134265-2016-06933. (B)(6) clinical study. It was reported that myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with chest pain and was diagnosed with mi. The following day, coronary angiography was done and the index procedure was performed. The 80% stenosed target lesion was a long, de novo lesion located in the proximal segment of the saphenous vein graft (svg) to the right posterior descending artery (r-pda) with pre-existing thrombus, and was 45mm long with a reference vessel diameter of 5.5mm. The target lesion was treated with thrombectomy followed by pre-dilatation and placement of overlapping 4.00x32mm, 4.00x12mm, and 4.00x8mm promus element plus drug-eluting stents. Following post-dilatation, residual stenosis was <10%. The following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient presented to the emergency department with complaints of substernal intermittent chest pain and exertional angina. Two days after, coronary angiography was performed. The 99% stenosis located in the ostial portion of ramus intermedius was treated with cutting balloon angioplasty and placement of 2.25 x 12 mm promus element plus drug-eluting stent. Following post-dilatation, residual stenosis was less than 20%. The day after, the 80% isr of the 4.00mmx32mm study stent in the proximal svg to r-pda was treated with pre-dilatation and placement of overlapping 4.0mmx28.00mm and 4.0mmx24.00mm promus element plus drug-eluting stents. Following post-dilatation, residual stenosis was 0%. On the same day, the event was considered resolved. In (B)(6) 2016, the patient presented with complaints of chest discomforts and was hospitalized on the same day. On the same day, electrocardiogram (ECG) revealed sinus bradycardia with 1st degree atrioventricular (av) block, inferior infarct, st and t wave abnormality and an event of mi was reported. Subsequently, coronary angiography was performed. The 80% isr in proximal svg to r-pda was treated by balloon angioplasty. Following post-dilatation, residual stenosis was less than 20% with timi 3 flow. The patient continued to have ongoing chest discomfort post procedure. Three days later, during the course of hospitalization, the patient was diagnosed with pneumonia with congestive heart failure (chf). Chest x-ray showed multiple pulmonary infiltrates and the patient was kept on bi-level positive airway pressure (bipap) mask; even after which, the patient's oxygen level eventually dropped. The patient was also treated with meropenem, vancomycin and azithromycin and was given intravenous lasix for chf which did not yield any results because of the patient's worsening renal failure. The patient was then put on intravenous dobutamine for 45 hours which did not provide any result as well. The patient's family considered a palliative care and the patient was taken out of the intensive care unit (ICU) to a private room. Three days later, the patient expired.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that on (B)(6) 2016, the patient had diffused pulmonary infiltrates that looked like congestive heart failure (chf) which was ultimately decided that the patient had pneumonia bilaterally as well as chf and was given antibiotics. However, the patient did not recover since admission and hence was consulted for further antibiotic management. On the same day, chest x-ray showed development of bilateral infiltrates right greater than left presumably due to pulmonary edema in the setting of acute myocardial infarction and chronic systolic heart failure. The patient's family was made aware of poor prognosis and following discussion, do not resuscitate (dnr) was initiated. The cause of death was pneumonia.